Event description:
It was reported that the user experienced a brief freestyle libre 3+sensor error on the connected glucose sensor resulting in loss of glucose readings to the ilet, with an urgent low glucose alert preceding the error; during the call the sensor resumed and the ilet displayed 90 mg/dl while a contemporaneous fingerstick measured 121 mg/dl, and the user was ingesting carbohydrates and felt well. Symptoms included an urgent low glucose alert without reported clinical sequelae. Outcomes included temporary interruption of glucose data to the ilet without injury or medical intervention. Investigation included user education and troubleshooting focused on sensor error alerts and guidance to contact the sensor manufacturer if a sustained differential greater than 20 percent occurred. Investigation of this case revealed transient signal loss from the sensor to the ilet with subsequent recovery and no device damage observed. It was concluded that, based on previously established findings for similar reports, the event was related to a temporary sensor communication or sensor error state, and the ilet functioned as designed once data resumed.